Event description:
On (B)(6) 2017, I had cervical spine surgery, anterior cervical discectomy and fusion (acdf) at the (B)(6) hospital, (B)(6). My surgery was performed by dr. (B)(6) with the orthopaedic center (toc), (B)(6). After the surgery was complete, on the same day, I started itching severely and continuously. I was released from the hospital on (B)(6), still suffering from severe itching. Over the next 10 days my symptoms increased I had itching, reddish rash like appearance, lumpy skin, and swelling. I visited (B)(6) on 3 separate days (B)(6). The symptoms were strange they would start early in the morning and last for 8-12 hours and go away and it would reappear the next day in a different area of my body. During the 3 days visit at (B)(6), I was prescribed prednisone - 10 mg for 5 days and allegra-180mg for 10 days. It was not helping. On (B)(6), I woke up with a huge swollen eye, lip and an itchy and red hand. I went to the (B)(6) outpatient clinic in (B)(6) where I saw dr. (B)(6). Dr. (B)(6) stated, I had a serious health condition called "angioedema" and it can be life threatening. She prescribed an epinephrine auto-injector (epipen), cetirizine 10 mg once daily and referred me to the allergy clinic at the (B)(6) for treatment and eval to determine what was causing the allergic reaction. The medicine still was not helping. When dr. (B)(6) with the (B)(6) received my referral from dr. (B)(6), she called me to discuss my history and to ask if I could get the name of the medical devices that was implanted during surgery and she would write to them and ask for a sample so I could be tested against the sample. I visited my spine surgeon. Dr. (B)(6) and asked him for the info, he provided a sample of the polymer carbon fiber cage, a titanium plate and a titanium screw like the one implanted during surgery on (B)(6) 2017. The (B)(6) physicians performed a skin patch test using the plate, screw and cage the spine surgeon implanted during surgery. But they did not make a conclusion on the surgeon's samples. The (B)(6) diagnosed me with chronic idiopathic urticaria and angioedema without making a conclusion on the surgeon samples. I was told to increase my medicine to one zyrtec and zantac in the morning and two zyrtec and one zantac in the evening to reduce swelling and hive flares. I informed my spine surgeon dr. (B)(6) that I was not happy with the results and asked to be referred to another physician. Dr. (B)(6) referred me to the (B)(6) university medical center (asthma, sinus and allergy program - asap) in (B)(6). On (B)(6), I met with dr. (B)(6) at (B)(6) health and explained my issues since surgery and other medical care I had received prior to being referred to (B)(6). Dr. (B)(6) reviewed the pictures of the results from the skin patch test performed at (B)(6), against the spine samples. Dr. (B)(6) stated it appeared I had a positive allergic reaction to the cage but decided they would retest against all the spine samples. Dr. (B)(6) ordered a skin patch test using the plate, screw and cage dr. (B)(6) provided. On (B)(6), I was positive against the black polymer carbon fiber cage. The allergic reaction result was graded as "strong" to the cage. These results were confirmed by three medical professionals (nurse, fellow on call and the attending physician). I tested four times on the cage and I had a reaction all four times. I am positively allergic to the polymer carbon fiber cage (bengal system) manufactured by depuy synthes.